Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The cannula seal was analyzed and found to have broken at the luer fitting. The broken piece was returned with the instrument still attached to the insufflation tubing. The second cannula seal was analyzed and found to have a tear on the black rubber duckbill. The torn piece was returned with the seal. The reported complaint was confirmed through failure analysis testing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported they had issues with the universal seal. The customer reported one of the universal seals came apart and a piece of the rubber fell off into the abdomen of the patient. The piece was recovered during the same procedure. Additionally, during the same procedure, one of the other universal seals had the plastic insufflation port break off. There was no mention of any fragment falling inside the patient with the second universal seal. The customer was not able to record the lot number of the seals used but they will be sending the damaged ones back for investigation. Both seals were removed and replaced and they were able to complete the procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was able to remove all fragments per the staff report. The reporter stated there was no additional surgical procedure required to remove the fragment. There was no post-operative test like an x-ray or ultrasound to check for remaining fragments. The procedure was completed robotically. There was no known photographic images or video recordings of the procedure for isi to review.